Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician; it is unknown what caused the occlusion as the 14fr sheath was advanced prior to the advancing the delivery catheter system (dcs) and it was during advancing the dcs that it was unable to be advanced. The dissection was in the left common iliac artery and the occlusion was located at the left coronary iliac artery and possibly down the external iliac artery.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-26}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the delivery catheter system was not able to advance past the iliac artery after multiple attempts due to calcification. Subsequently, a vessel occlusion was observed. The cause of the occlusion was calcium and dissection. Several stents were placed and the procedure was aborted. Per the physician, it is unknown whether the dcs contributed to the occlusion. The system was ultimately withdrawn from the patient. The valve was never implanted.